Event description:
It was reported that the silicone ¿tubing easily separated from the patient connector" of a minicap transfer set. This occurred when the ¿pd nurse tested a new transfer set¿. This occurred prior to patient use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was discarded; and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.